Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the complaint of the up arrow keypad button¿s under response was not duplicated. The up arrow, down arrow and ok keypad buttons responded appropriately. The contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and there was evidence of contamination found under the key contacts. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.